Event description:
It was reported that during a procedure a piece of metal on the plier that helps it spring back broke. The pliers cracked and the spring portion broke off. There was no fragments generated and another part was available to complete the surgery. Patient was not harmed and the procedure was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The leaf spring is broken off. The device was produced and distributed in june 2010. The fracture area is homogenous which indicates material conformity. Based on the received information we can not determine the exact root cause. It appears that the breakage was caused due to a mechanical overloading situation. The measurable dimensions of the broken instrument were checked as far as possible and found to be in compliance with the technical specification. The instrument in question was distributed worldwide and this is the only known breakage worldwide of the article/lot number in question. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.